Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in b5 are filed under separate medwatch numbers.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred with four prostyle devices. A sixth prostyle device was then used, and the suture was successfully pre-placed. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Hemostasis was achieved with the first and sixth pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.